Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported.

Event description:
New information notes the patient's condition was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.